Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a (B)(6) -year-old female patient faced a kinked cannula and did not received insulin due to which she experienced high blood glucose level. Therefore, the patient tried to treat it with a correction bolus via the pump, but on (B)(6) 2021, the patient went to the emergency room and stayed there for six hours. Subsequently, she was admitted to the hospital due to high blood glucose level. Her highest blood glucose level was 600 mg/dl and she had high ketone levels which her healthcare professional assessed as dangerous/life threatening. Moreover, the infusion set had been used for two days. Further, the patient was transferred to the intensive care unit. During hospitalization, she received fluids of saline, insulin, and unspecified medication (drug name unknown) as corrective treatment which resolved the issue. On (B)(6) 2021, the patient was released from the hospital with no permanent damage. Moreover, they replaced the infusion set and the insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.